Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) experienced premature battery depletion. The ipg was ex-planted and replaced.